Event description:
It was reported that the patient has expired. The date of patient's death and implant duration were not reported. No further details were provided.

Manufacturer narrative:
Device not returned. The information was learned through implant patient registry. The patient also had another patch implanted; (B)(4). Two requests were made to the health-care provider (via fax) for the device, operative report, and additional information (on 09/30/2010 and 10/08/2010); however, no additional information was received. The cause of death remains unknown. The device history record (DHR) review was completed and there were no nonconformance found related to this event.